Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was not provided at the time of the incident. The customer states there is fluid under the lcd display and there are cracks as well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.